Event description:
Trach was inserted on (B)(6) 2012 and on (B)(6) 2012, dr. Noticed inner cannula was "sticking out" and able to turn 360 degrees. Trach exchanged on (B)(6) 2012, airway already compromised and pt expired. Reason for use: tracheostomy.